Event description:
The customer reported that while the unit was in use with a pt in a helicopter with the unit placed on its side, the unit lost video and shut off. Therapy was discontinued. No pt injury was reported.